Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A document assessment (fmea) was conducted and no changes were required. A DHR (device history record) review could not be conducted since the lot number was not provided.

Event description:
The event is reported as: the customer alleges that the tube appears to have a blockage at the distal tip. The tube felt occluded and would not allow a suction catheter to pass. No report of pt injury or harm.